Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Per the supera peripheral stent system risk management summary report potentially adverse events of using the device post expiration date include fever, infection, inflammation, and hypersensitivity/allergic reaction. However, in this case there was no reported adverse patient events reported. It should be noted that the supera peripheral stent system instructions for use states: use this device prior to the ¿use by¿ date as specified on the device package label. The investigation determined the reported difficulties appear to be related to the deviation of the instructions for use as it is likely that the device was inadvertently used after the use by date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 - use after expiration manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the supera stent was used in the patient and it was found the device was expired. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.